Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusions alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose. Customer would continue to use the pump for insulin therapy.